Event description:
It was reported that the insulin was squirting out of the reservoir and the manual prime could not be performed. It was stated that the activate button was pressed continuously, but the numbers did not appear on the screen. It was mentioned that the battery was changed, and the anomaly persisted. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a missing motor support disk.